Event description:
Pt receiving intravenous demerol 600 mg/60ml via pca ii pump. Pt complained to nurse that she wasn't getting enough medicine. Upon inspection, rn noted the plunger at the 55 cc mark, approx 20 cc air bubble and 40 cc fluid remaining in barrel of syringe. This syringe added at 10:15 am and situation discovered at 1:15 pm. Pump settings as follows: one hour limit = 62.6 mg. At no time did equipment alarm. Syringe was correctly placed in pump. Anti-siphon tubing not in use.